Event description:
It was reported the pt experienced a sudden loss of stimulation. A full parameter diagnostic identified high impedance values on all contacts. Reprogramming was attempted to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.